Manufacturer narrative:
The pump passed the functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and operating current tests. The pump was received with minor scratches on the display window, a cracked reservoir tube lip, cracked battery tube threads and a stripped battery cap coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of not being able to remove battery cap. Customer attempted to remove with coin and flat head screwdrive, but was not successful. Customer's blood glucose was 400 mg/dl. Insulin pump would be replaced.